Manufacturer narrative:
(B)(4).

Event description:
Procedure type: low anterior resection.according to the reporter:after applying the first device, there was an anastomosis leak. She used a second device but it did not cut the tissue properly. Another device was used to cut the tissue. There was unanticipated tissue loss. There was no unanticipated tissue damage. An ileostomy was performed. Operating time was extended by more than 30 minutes. There was no reinforcement material used.

Manufacturer narrative:
(B)(4)